Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 411 mg/dl. The customer treated with the pump and a shot. The customer stated that there was a no delivery alarm. The customer stated that the no delivery occurred during bolus and basal. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer was advised to call back to troubleshoot.